Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: neu_unknown_lead, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Evaluation summary: analysis of the extension s/n: (B)(4) found a broken conductor 2.8cm from the distal end. (B)(4).

Event description:
The health care provider (hcp) reported via a manufacturing representative that during an implant procedure impedances were over 10,000. It is unknown how many volts were used to check impedances. The hcp wiped off and re-attached the extension several times followed by impedance checks with similar results. The hcp deemed the extension "faulty" and opened a new one. The second extension showed normal impedances. The issue was resolved.

Manufacturer narrative:
(B)(4)